Event description:
During a surgical procedure, the physician had partially fired an echelon flex 60 compact articulating endoscopic linear cutter. The stapler jammed and reload stapler would not come out. Physician stated the stapler malfunctioned. Did not appear there was any harm to the pt.